Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient has brugada syndrome and was shocked while outside pouring concrete. The sensing vector was set to the secondary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.